Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the mfg and sterilization documentation for the explanted devices revealed no deviations from process or non-conformity of product that would have caused the adverse event.

Event description:
The complaint involved a pt who underwent a hip revision surgery on (B)(6) 2015. The original surgery was dated (B)(6) 2013. The revision surgery was due to pt pain. In the revision, the size 2 arc modular stem and 8 degree short modular neck were revised to a size 4 k1 monoblock stem. The 28mm x +3.5mm cocr head was revised to a new femoral head of the same size. The serf hip liner was also revised to a new implant of the same size.